Manufacturer narrative:
Cmp- 0283789 d11- , unknown ml taper kinectiv neck, unknown comtinuum shell, unknown ceramic liner, unknown ceramic head g3- literature- yi, j., md,phd, han, k., md, phd, nam, y., md, & kim, k., md, phd. (2016). Result of modular necks in primary total hip arthroplasty with a average follow-up of four years. Hip & pelvis, 142-147. Doi:https://doi.org/10.5371/hp.2016.28.3.142 g3 - foreign - south korea the investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one patient suffered an intraoperative linear femoral fracture. Additional wiring was used to fix the fracture and bone union was achieved during the follow up. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.